Manufacturer narrative:
(B)(4) . The device was returned to baxter and an evaluation was performed. The evaluation confirmed the lack of audio on startup and when navigating through menus of the pump. The rear case back flex was partially dislodged from the input/output printed circuit board which prevented the audio from functioning. The backflex was reconnected to the input/output printed circuit board.

Event description:
During baxter's functionality testing of a spectrum pump, it was discovered the device lacked audio. There was no patient involvement.